Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced leakage in five cartridges, which they acknowledged was due to overfilling. The patient had been filling the cartridges to 2.0 ml instead of the recommended 1.8 ml. A courtesy supply was offered. The patient reported a blood glucose level of 243 mg/dl, stating that the elevation occurred because they ran out of insulin overnight after choosing not to replace a low cartridge. The patient's blood glucose levels were affected, reaching a high of 243 mg/dl and remaining above 180 mg/dl for approximately 11 hours. Alerts for sustained elevated glucose were received, and the patient was using a g7 sensor. No backup therapy was used, no ketone testing was performed, and the patient did not receive medical intervention or require assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.